Event description:
It was first reported to usaf dental investigation serviced in 8/97 that amalgam capsules from the kerr corp were leaking mercury during the trituration of the capsules. A problem resolution and assistance program was initiated with many federal dental facilities officially reported this problem. Dis lab testing confirmed these reports. Data received by dis suggests that this finding has been an ongoing problem for many years with these amalgam capsules. Kerr corp attempted a capsule modification in 1997 but this change did not stop the mercury leakage problem. A new capsule has been recently marketed by kerr that has been shown not to leak mercury by dis testing. However, many old kerr amalgam capsules are still in the federal svc inventory.